Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained through another manufacturers' 6f introducer sheath via the femoral artery. The physician was treating a 99% stenosed lesion located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). This 3.0-40, 80 wanda balloon catheter was selected to dilate the lesion. The catheter was advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the first inflation at 8atms after being inflated for approximately 5 seconds. The device was removed from the patient intact. The procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.